Event description:
Boston scientific received information that during a routine follow-up, this device and right ventricular (rv) defibrillation lead revealed high shock impedances greater than 125 ohms. The shock impedance trends revealed a sharp rise since (B)(6) 2012 and have been high ever since. A save to disk was performed and a boston scientific technical service consultant who was contacted to review the disk to perform an evaluation of the shock impedance measurements. The device and lead remain in service and the patient will be monitored closely as the physician is waiting for the evaluation of the save to disk in order to decide how to manage the patient. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain implanted. A boston scientific technical service consultant reviewed a save to disk an discussed that al rv lead impedance measurements remain just above 125 ohms. This measurement is the limit for this system and after review it was concluded that the device is not saturated. The values were provided to the physician and further review of the data disk maybe requested at a later date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.